Manufacturer narrative:
The associated device was not returned. A review of the device information provided indicates that the reported device was part of field action initiated in 2011. It was identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liners. It is unclear if the device involved in this complaint failed as a result of this previously identified issue as the device was not returned for evaluation. A clinical analysis indicated that based on the lack of information, the root cause of the ceramic liner breakage cannot be concluded. Should any relevant information become available this complaint can be re-assessed.without the actual device involved, our investigation cannot proceed. No additional actions are being taken at this time.

Event description:
It was reported that surgeon revised r3 ceramic liner due to failure. Liner had fractured in multiple points in load bearing region. After pieces were removed, a new plastic liner was placed in the existing cup.